Event description:
It was reported that at four months post-op, a second surgery was performed to remove a broken guide wire left inside the patients knee. According to the reporter, the patient was complaining of pain. An x-ray revealed 1/2 the guide wire pin had broken during the initial acl repair in 2009. The surgeon removed the broken device with no complications and the patient is doing fine. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned because the facility decided not to release it; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A lot number was requested but not provided; therefore, the device history record could not be performed. Based on the information provided, the most likely cause(s) for this type of event would include too much driver force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.